Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high impedance. The lead was capped and replaced. The patient was stable post operation and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information stated that the right ventricular lead also exhibited high pacing threshold.

Manufacturer narrative:
(B)(4).